Manufacturer narrative:
The field service engineer found a dripping probe and replaced a valve that was dirty. The cuvettes, a probe, and seal were replaced. All probes were adjusted. Maintenance actions were carried out and were fine. A blank cell measurement was performed and was fine. Calibration and controls passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for 16 patient samples tested for multiple analytes on the cobas 8000 c 702 module. Results for the following tests were affected: albumin (alb), mg2 magnesium gen.2, ca2 calcium gen.2, total bilirubin (tbil), and amylase (amy). The specific albumin, total bilirubin, and amylase reagents used were requested, but not provided. No units of measure were provided. No incorrect albumin results for sample 9 were reported outside of the laboratory. It was asked, but it is not known if any other incorrect results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested, but not provided.